Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# va0mv7b, implanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0mv7b, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension.

Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that the patient had his total system explanted due to infection. The rep did not know when then physician would re-implant the system. The patient's indication(s) for use were essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.